Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic. Post-paced t-wave oversensing was observed on a stored egm. Programming changes were made and further testing was recommended.